Manufacturer narrative:
(B)(4). Method: the eight returned rt132 infant breathing circuit kits were visually inspected. Results: inspection revealed that the wrong pressure lines had been supplied with the eight breathing circuit kits. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: the breathing circuit package consists of a number of components grouped together during production. It is likely that production line staff added the incorrect pressure line to the breathing circuit kits during the assembly process. New standard operating procedures (sops) have been put in place to assist the operators on the production line to correctly pack breathing circuits. A specific pack card detailing all components required must be displayed at the packing station. Each completed circuit pack is then weighed to ensure that every component is accounted for. The pack card is changed as part of the line clearance procedure. (B)(4).

Event description:
A hospital in (B)(6) reported that some rt132 infant breathing circuits came with the wrong pressure lines. This was found before use on a patient.